Event description:
"Us legal" it was reported that, approximately 2 years after the primary implantation surgery performed on (B)(6) 2018, the patient underwent a knee revision surgery due to unspecified reasons. During the revision surgery, the upper portion from the system was explanted and replaced with other products from smith & nephew. The patient could not specify which components were explanted from the revision. The patient kept expiring issues.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, a revision was performed approximately 2 years post implantation due to unspecified reasons. As of the date of this medical investigation the requested clinical documentation has not been provided. Therefore, further root cause analysis cannot be performed. The extent of patient impact beyond that which was reported cannot be fully assessed. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review of the instructions for use for this device provides complete guidelines of indications, contraindications, warnings and precautions and possible adverse effects that may occur preoperative, during surgery or post operative. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.